Manufacturer narrative:
Follow-up #1 date of submission 06/20/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was fully intact. Evaluation revealed that the ok keypad button was intermittently unresponsive and required hard presses to activate a response. All of the other keypad buttons responded appropriately and spring back or click normally. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Event description:
On (B)(6) 2012 the patient contacted animas alleging that the ok keypad button has been slow to respond for the past month. He stated that he wears the pump underneath clothing and does not clean the pump. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.